Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer also received a "sensor off" alarm and a threshold suspend alarm. Customer reported that sensor glucose levels were 86 but insulin pump was programmed to suspend and 90 mg/dl. Customer's blood glucose was 128 mg/dl. Customer also reported that the battery was depleting quickly. Customer called back after receiving battery cap reporting to have received another failed battery test alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No low battery alert, no failed battery alarm and no blank display noted during our testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.